Event description:
Pt called alleging an error 1 message on their meter. Pt did not seek medical attention or call their md. Pt did not compare the test strip to the color chart. Blood was applied on the pink area of the test strip; however, the confirmation was not completely blue. Customer svc had the pt clean the meter and retest and meter still gave an error1 message. Pt did not receive medical attention or call their md. Based on the info provided, this case is being reported as a malfunction.